Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching eri. Patient had all pain areas covered in post-op and patient was alert and recovering well. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.